Event description:
A surgical assistant reported that during several procedures, there was no irrigation with the phaco handpiece prior to handing it to the surgeon for use. It was noted that priming had passed each time. The cassette was ejected and reinserted each time, and the issue resolved. There was no impact to the patients. No further info is expected for this report.

Manufacturer narrative:
No lot number was provided, therefore a lot history record review could not be performed. A sample is not expected to be returned. A root cause has not been identified. (B)(4).